Event description:
Technician alleged he observed a bed with ground loss light flashing.

Manufacturer narrative:
Technician found powercord plug had missing ground prong. He replaced powercord plug and perform function check to resolve. No injuries reported.